Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned, this complaint will be reassessed. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. Of the lot containing (B)(4) units, no prior complaints have been received. A two-year review of complaint history revealed 24 prior similar complaints. During this same time frame, (B)(4) devices have been manufactured and shipped worldwide, making the rate of occurrence of this failure (B)(4) percent. This reported packaging issue was obvious to the distributor, prompting the return of the device for evaluation. There was no patient involvement. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. -if packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor in (B)(4) rejected one 138104 universal disposable electrode due to an "insufficient heatseal". In this instance, there was no patient involvement as the packaging anomaly was discovered during inspection prior to distribution to an end-user. The report is raised on the basis of a device malfunction with potential for injury with recurrence.

Manufacturer narrative:
The reported unused devices were returned for evaluation in original unopened packaging. Label verification and visual inspection was performed. The device packaging short, straight seal was observed to have less than 1/4" adjacent the device's proximal end. Dye leak testing was performed and it was found that the dye penetrated the defect area. The sterility of the device had been compromised as a result of the defect. Seal transfer was observed on the packaging in the defect area; therefore, the defect occurred after the device was sealed. Due tot he appearance and location of the defect, it is likely that the defect was caused by the device. This issue will continue to be monitored through the complaint system to assure patient safety.